Event description:
It was reported that in process of removing a wound drain from a pt, the drain broke. The pt was taken back to the or for removal of the indwelling drain portion. No further complications were reported.